Manufacturer narrative:
Retainer ring black. Customer returned inssulin pump for alleged battery tube damage, blank display and high blood glucose found on (B)(6) 2021. The insulin pump passed displacement test, self test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement. The insulin pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected pump error of power system error detected, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads cracked, cracked case (battery tube) and minor scratches on liquid crystal display window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. Customers alleged blank display has not been confirmed. The insulin pump passed full drive, sleep and current test. High blood glucose is unable to be confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 476 mg/dl at the time of incident. The customer¿s current blood glucose value was 326 mg/dl. The customer did not experienced symptoms due to high blood glucose. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated while troubleshooting that insulin pump was neither bumped nor dropped. The customer stated that there was crack on the battery compartment of insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was off and had crack. Location of the damaged was battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.